Event description:
It was reported that the user received an alert 38 indicating a motor stall on the insulin pump during a supply change, and a dry run subsequently delivered 165 units without issue; the user observed no issues with the infusion set, cartridge, or connector. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included user troubleshooting and education with a successful dry run confirming motor function. Investigation of this case revealed no device malfunction could be confirmed and no component damage was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the motor stall after supply replacement.